Event description:
Acuvue oasys soft contact lenses. Dates of use: (5 months), 2007 -- 2008. Diagnosis or reasons for use: near sightedness. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.